Event description:
It was reported that rv lead was removed during a normal device change out procedure due to externalized conductors via fluoroscopy. There were no electrical anomalies reported.

Manufacturer narrative:
All information provided by manufacturer, and maude report (B)(4).